Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the tubing just before the plastic of the cap. This was observed during use. The patient did not receive the full dose (24 hours instead of 48 hours). There was no report of patient injury or medical intervention associated with this event. No additional information is available.